Manufacturer narrative:
Product analysis: the device returned with no stent deformation and no damage was evident to the distal tip. The stent expanded uniformly with no issues noted. There was no deployment/expansion issue. Lot number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 85% stenosis in the distal left anterior descending (lad) artery. The device was inspected with no issues. The lesion was pre-dilated. The device pass did not through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force used was not during delivery. It was reported that stent deformation occurred in vivo post deployment. It was also reported that after deployment, it was believed that the stent was not opened. It was stated that the stent implantation failed. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the device was prepped per IFU with no issues noted. It was confirmed that a stent dislodgement did not occur. The stent was not deployed. There was no inflation difficulties. Resistance was not noted during withdrawal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no intervention was required to secure or remove the undeployed stent. The undeployed stent did not remain in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.